Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system's host pc was unable to boot. Upon troubleshooting, the fse found that the host pc was not powering on, by which the fse stated the issue was with power supply of the host pc. The supplier's part analysis conclusively determined the cause of host pc failure was due to a faulty power supply unit (psu). To resolve the issue, fse replaced the host pc and verified the system functionality, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.